Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's screen was red. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was red. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was red. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The internal battery was evaluated by the manufacturer's product investigation laboratory (pil) and found the internal battery functioned as designed and operated without issue or error codes.